Event description:
The patient called on the day of the call to report that she has been feeling shocking sensation at the implantable neurostimulator (ins) pocket. Patient reported it as "at the suture line". She stated she has been in "excruciating pain for last month and it kept getting worse." Patient has visited emergence room (ER) and multiple health care provider (hcp) without any success. The patient stated she realized that maybe it was due to the interstim device, so her husband turned it off last night and the shocking sensation stopped. The pain in her muscles was slowly dissipating as well since last night. Patient has multiple sclerosis (ms) which makes her a little off balance. Patient reported "falling into the door jam" but did not fall on the floor and did not bump her ins during this. Her wheel on her walker fell off causing her to lose balance. There was no return of urinary /bowel symptom reported. It was noted that turning off the stimulation stopped the shocking sensation that was noted as sudden. The patient reported that the shocking sensation was located at the ins and leg muscles. The patient has an appointment scheduled. The patient's indicator was for fecal incontinence gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.